Event description:
Two years prior to this report, when the patient was switching doctors, the pump ran dry. The patient was seen after they ordered meds. The pump had 3 drugs in it at the time of the event. The symptoms and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n260103, implanted: (B)(6) 2011, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).